Manufacturer narrative:
Analysis received the unit with a corroded battery tube. However, the unit received with normal operating currents. There was no blank display noted and no damage on the lcd isolation tape. Also, there was no unexpected pump restarting noted. The unit passed the no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 238 mg/dl at the time of incident. The customer stated the insulin pump keeps restarting. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.